Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported the patient was scheduled to undergo a revision procedure on (B)(6) 2019. Multiple attempts have been made to contact the patient following this date. The contact was unable to provided a lot number; therefore a review of the manufacturing records could not be performed. Note, the date of event is estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2006 the patient underwent repair of an incisional abdominal hernia with implant of a bard composix e/x mesh. As reported the hernia had developed as a result of a previous abdominal surgery for bowel obstruction. As reported in (B)(6) 2019 the patient started to experience chills and then pain in her right lower quadrant. The patient was taken to the ed in which a CT scan and MRI were taken. As reported the md told the patient that the mesh had eroded into the bowel and was causing the bowel contents to leak. It was also reported that the patient had an abscess. The patient was taken to interventional radiology in which drains were placed on both sides of the abdomen. It is reported that the patient drains about 30-40ml of bowel contents daily. The patient was scheduled to undergo additional surgical intervention on (B)(6) 2019.